Manufacturer narrative:
Under analysis the ins tested functionally okay with insignificant anomalies. The error code was reproduced and indicated the programmer failed to unlock the ins. The cause of this was not able to be determined. The main component of the system and other applicable components are: product ID neu_wrench_acc serial # unknown, product type accessory.

Event description:
It was confirmed that the implantable neurostimulator (ins) was opened but not used and was an out of box failure.

Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that the manufacturer representative had been preparing for a case on (B)(6) 2016 and saw the initialization screen on the implantable neurostimulator (ins) that they were interrogating. They hit the ok button but then saw an error screen that they had not seen before. The manufacturer representative stated that it seemed like it the broken clinician programmer screen but they could not remember. The manufacturer representative had not felt comfortable using the ins and therefore had opened a new one. The ins would be sent back for analysis. The manufacturer representative had not had any problems with the clinician programmer before or after this case. There was no health care professional (hcp) or patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.